Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay/user patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an apply sample message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began two months ago. Sometime during the first two weeks of august, the patient visited her physician, as she had been unable to test. Her blood glucose result on the physician's meter was "in the 50's". The patient was given a peanut butter sandwich. She reported no symptoms at the time of concern. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient alleged she obtained low result and, as the issue was not resolved and there was an indication of a serious injury, as the patient's blood glucose result on the physician's meter, which required intervention, reflects a serious injury.